Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for checkup when it was found that the lead had dislodged. Upon opening the pocket, the device was found to have migrated downward, placing tension on the lead. The device remains implanted. There were no complications for the patient.